Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their device had always been this way since it was put in. Even with all coupling bars full it took them 6-8 hours to charge even when at half charge. No other steps were taken, they just planned to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient attempted to put the ins into MRI mode and was seeing end of service (eos). Additional information was received from the patient on (B)(6) 2020. The patient reported that he was seeing eos on the equipment. The patient reported that he always had problem with the system, such as the device being slow on charging. The patient reported that he told the tech about this and they never did anything about it. The patient reported that he would lay 8 hours at a time waiting to charge. The patient reported that shortly after implant these problems started with charging. The patient had been seeing eos for one month and noted he had the device go into overdischarge one time. No further complications were reported.